Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4: batch unk. Concomitant product: cp-667790, cartridge final assy 60mm white, cecr60w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many actuations of the handle? Which firing did the difficulty occurred? Was it on the 1st cartridge or sequent cartridge? Did the device completely fire all three firing strokes and then was unable to open? Or was the device partially fired then was not able to be opened? What troubleshooting steps were utilized when attempting to open the device? What was the patient diagnosis? Can more details be provided on the procedure performed? Exactly what tissue was the device fired on? Were any noises heard? Was there any difficulty firing? How was the procedure completed? What product was used to complete the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric resection surgery, the surgeon cannot open the jaw after firing. Tried all kinds of ways to open the jaw and failed. Finally changed the surgery to open operation, cut the tissue on both sides of the jaw to remove the device. The surgery was completed finally and the patient in good status now.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # e230000040. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cec60a device was returned with no apparent damage and the jaw in closed position. In addition, the stroke count indicator display ¿blank¿, which indicated the knife was not in home position. After pushing the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger, the anvil release button was pressed and then, the jaw could open as except and one cecr60w reload was loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the device assembly batch number of e230000040, and no non-conformances were identified. Additional information was requested, and the following was obtained: how many actuations of the handle? -unknown which firing did the difficulty occurred? -2nd was it on the 1st cartridge or sequent cartridge? -2nd did the device completely fire all three firing strokes and then was unable to open? -yes or was the device partially fired then was not able to be opened? What troubleshooting steps were utilized when attempting to open the device? -used rbrb what was the patient diagnosis? -gastric cancer can more details be provided on the procedure performed? -no exactly what tissue was the device fired on? -gastric tissue were any noises heard? -no was there any difficulty firing? -no how was the procedure completed? -changed to open operation and cut the tissue. What product was used to complete the procedure? -unknown.